Event description:
It was reported that distal tip of anchor broke where the suture tape is held. Anchor left in patient but not functional. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.